Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  It was also observed through the device data download that the internal hybrid layer capacitor (hlc) batteries had previously become depleted. The device was able to charge and shock for defibrillation during testing. The device was opened and a physical examination was performed; however, no discrepancies were observed. The cause of the depleted internal hlc batteries could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if necessary.